Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that fluid air-exchange could not be used when it tried to turn on the air could not press as it displayed error message during vitrectomy surgery. The procedure was completed after replacing it with another product. There was no patient impact.